Event description:
It was reported that the right ventricular (rv) implantable pacing lead was explanted and replaced due to increasing rv thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model 5554-45, implantable pacing lead, 2003-(B)(6). (B)(4).